Manufacturer narrative:
Date of report: 13aug2021.

Event description:
It was reported to philips by a customer that the unit had error code 1105 post led failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed reported getting alarm led failure. The rse informed the biomed to swap out the ui assembly and the issue went away. The rse proved the part ID for power switch overlay. The biomed found the front bezel panel had issue and swapped out front bezel with spare. Problem solved.